Event description:
The hospital reported that during an endoscopic vein harvesting procedure, acrobat-I stabilizer z was not fixed. The locking was failed. They tried again several times, but the same symptoms occurred. The surgery was completed using a new, identical product. No delay. There were no problems with the patient.

Manufacturer narrative:
Tw ID (B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Manufacturer narrative:
Trackwise #: (B)(4). The investigation has been started since the complaint was received, the following contents have been conducted: 1. DHR review: the DHR of the reported lot 3000336070 has been reviewed. No non-conformity relevant with the reported issue is observed. All the products had been performed 100% mechanical function test during production. They all passed the function test which demonstrate the knob can be tightened and can also tighten the flexlink arm. 2. Trend review: in the last 12 months, (B)(6) 2022 to (B)(6) 2023, the occurrence rate is approx. (B)(4) for suzhou manufactured (B)(4) which is under anticipated occurence rate. 3. Returned device evaluation: the device was received on (B)(6) 2023, the following evaluations have been conducted: 1) visual inspection: no visual defects were observed on the device. 2) functional test: rotating the knob in clockwise, idling rotating was found, the knob cannot be tightened and flexlink arm cannot be tightened. To check this knob idling rotating during tightening, the stabilizer was disassembled for checking the relevant assembly and components status. 3) disassemble and examine the assembly according to the applicable manufacturing process instructions, it is found that the lead-in thread on acme nut was broken. 4) verify 2 to 4 threads of the acme screw are exposed past the housing mount. It shows about 3 threads out of the housing mount, the returned product is conforming to this requirement. 5) check the pilot crimping and its position, the pilot crimping is conforming to process instruction requests. 6) replace the abnormal acme nut with a new one taken from another raw material lot to check the function of the returned product. It¿s found that no knob tighten issue happened, the knob rotating smoothly without idling, and the flexlink arm can be tightened. 7) the component dimension was checked, which is conforming to the drawing requirements, no deficiency was observed. Based upon the above evaluation, there¿s no deficiency identified from production relevant to the mechanical issue-knob difficult/ unable to tighten-arm does not lock prior to this complaint. It is not indicated that it is the product problem, also not indicates a manufacturing defect caused or contributed to the reported failure during the investigation. Complaint historical data has also been reviewed, the failure ¿knob difficult/ unable to tighten-arm does not lock" happened before and has been investigated. The most probable root cause for the acme nut lead in thread broken would be rotating to loosen the knob anti-clockwise rapidly for several circles and then rotating to tighten the knob clockwise rapidly, or rotating the knob leaner or too much strength used, which caused acme screw misaligned with the acme nut lead-in thread, acme nut lead-in thread broken, then the knob could not be tightened and flexlink arm could not be tightened.

Event description:
N/a.